Event description:
It was reported that the pump was malfunctioning. The pt experienced leg numbness and increased pain. The pt had trouble walking. She needed the assistance of 2 people to walk. The numbness had improved. The pt continued to need a cane to walk. The pump had been filled 1 week earlier and was used to deliver bupivacaine and dilaudid. The pt had been in communication with her hcp. A magnetic resonance imaging was planned. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)